Manufacturer narrative:
B3: event date is unknown, see b5 for date range if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that device was removed on (B)(6) 2023 by the same implanting doctor. Patient said that the device was put in twice and neither of them worked and was given the option to leave it in or have removed, which patient did. Patient also said that needed an MRI and they wouldn't give it to them without the implant. Patient said that needs an MRI however was told that due to their implant are unable. Patient was warm transferred to patient registration to update device information.